Event description:
It was reported in a clinical evaluation trial the optimal duration of dual antiplatelet therapy (dapt) after coronary stenting according to bleeding risk. In the study 3008 patients with acute coronary syndrome (acs) were enrolled and were randomly assigned into clopidogrel group or aspirin group. All patients underwent percutaneous coronary intervention (pci) with unspecified xience drug eluting stents and 1-month dapt with monotherapy of either clopidogrel or aspirin. The two primary endpoints were cardiovascular outcomes (cardiovascular death, myocardial infarction [mi], stent thrombosis, and stroke) and bleeding outcomes defined as major or minor at 1 year after randomization. Primary outcomes occurred in 219 patients the clopidogrel group and 255 patients in aspirin group. The article concluded that clopidogrel monotherapy had superior outcomes than aspirin monotherapy. Specific patient information is documented as unknown. No additional information was provided.

Manufacturer narrative:
The devices were not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part numbers and/or lot numbers were not reported, and the devices were not returned. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3, b6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided. The additional patient effects referenced in b5 are being filed under a separate medwatch report number.